Event description:
It was reported that during an anastomosis procedure, the device misfired and the staple line was incomplete (only 4-5 staples on anastomosis line). Most of the staples did not close properly which caused massive bleeding; there was no audible feedback during firing. They could not remove the pph after firing. The donut was complete but circumference suturing had to be done at cut line due to stapling failure. They had to convert to open in order to manage the problem. The condition of the patient immediately after the procedure was stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Device b): serial # = 416; exp date = 05/05/2014; other # = f5vc3c (batch #). (Device b): 6/5/2009. Washer uncut. The pph03 device is used for hemorrhoidectomy procedures. (B)(6). Device a arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received sterile and in good visual condition. The breakaway washer was present, uncut and the device was received fully loaded with staples. The device was opened and tested for functionality with the returned washer; the device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.